Manufacturer narrative:
A supplemental report is being submitted for device information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the driveline cover was difficult to pull back. Servicing was performed and the cover was removed.

Manufacturer narrative:
Corrected d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline cover was very hard, though it was able to be moved. Servicing was scheduled. The driveline cover remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. The driveline cover (lot no. R014166) associated with surgical tool kit (lot no. 829653) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of (B)(6) manufacturing documentation confirmed that the associated pump met all requirements for release. A review of the driveline cover's inspection records confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) or the associated driveline boot cover had been previously serviced by a medtronic employee. Log file analysis did not reveal any anomalies within the analyzed period. On-site inspection revealed that the boot cover was difficult to pull back on the driveline. Visual inspection of the returned driveline boot cover revealed that the driveline cover was in a damaged condition; therefore, functional testing and dimensional verification could not be performed. Visual inspection also revealed foreign material within the driveline boot cover, likely due to the handling of the device. Additionally, visual inspection revealed discoloration around the edges of the driveline cover. Supplemental tests conducted on similar samples had previously shown that the analyzed driveline covers exhibited increased hardness and stiffness compared to a control sample. On-site inspection of the driveline cable, as well as visual inspection provided by the site, revealed damage to the driveline strain relief. The visual inspection also revealed discoloration to the outer sheath and a worn out previous sheath repair. The reported events were confirmed. A driveline cover removal was performed to mitigate the reported driveline cover condition, which corresponds with the returned driveline cover in a damaged condition. A driveline sheath repair was performed to mitigate the driveline strain relief damage condition reported. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating this issue. Based on the available information, the most likely root cause of the reported driveline strain relief damage and observed damaged previous sheath repair may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the observed driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that driveline cover removal servicing was performed. During the driveline cover removal, it was noted that the strain relief was frayed, and a driveline sheath repair was performed.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5, h6 and h10. Additional products: d1: heartware ventricular assist system ¿pump d4: model #: 1103 / catalog #: 1103 / expiration date: / serial or lot#: (B)(6) UDI #: d9: no h4: mfg date: h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.